Manufacturer narrative:
A review of tickets was performed for reagent lot number 24558be00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not requested. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity s hiv ag/ab combo reagent, lot 24558be00 was identified.this follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Multiple patients are involved. Summary of patient results provided and associated sample ID numbers. No additional patient demographic information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This event occurred while using an international product list number 6p01-55, which is similar to us product list number 6p01-60, alinity s hiv ag/ab combo.

Event description:
The customer generated false repeatedly reactive alinity s hiv ag/ab combo results for two patients in comparison to other methods. The following information was provided: (B)(6) 2021 sid (B)(6) initial result 125.08 s/co, repeated 125.08 s/co and 125.08 s/co. Pcr negative. Cobas and rapid test negative. (B)(6) 2021 sid (B)(6) initial result 76.96 s/co, repeated 81.42 s/co and 83.42 s/co. Pcr negative. No impact to patient management was reported.